Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went to emergency room on unknown date due to high blood glucose. Customer's blood glucose value was unknown. Customer stated that the insulin pump had pump error alarm. Customer stated that the pump error event unresolved by infusion set, reservoir or complete set change. Customer stated that they observed high blood glucose value by using insulin pump within 48 hours. Customer stated that insulin pump shows physical damage on lcd screen. The insulin pump will be returned for analysis.